Event description:
The rv lead triggered alerts for a low rvtip to rvcoil impedance measurement of 190 ohms. The lower alert threshold is 200 ohms. On (B)(6) 2023 21:00:13 *rvtip to rvcoil lead impedance 190 ohms. On (B)(6) 2023 03:00:15 *rvtip to rvcoil lead impedance 190 ohms. On (B)(6) 2022 21:00:14 *rvtip to rvcoil lead impedance 190 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).